Event description:
On october 09th 2016, the subject programmer was upgraded to the 2.54 smartview version. On october 14th 2016, it was observed that the implant date of all devices and the date of the reports were the same: (B)(6) 2015. An attempt to update the date to the current date had failed. Investigations are required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2016, the subject programmer was upgrated to the 2.54 smartview version. On (B)(6) 2016, it was observed that the implant date of all devices and the date of the reports were the same: (B)(6) 2015. An attempt to update the date to the current date had failed. Investigations are required.

Manufacturer narrative:
Preliminary analyis revealed that the clock system of the programmer was blocked. The subject programmer was returned for repair.

Event description:
On (B)(6) 2016, the subject programmer was upgrated to the 2.54 smartview version. On (B)(6) 2016, it was observed that the implant date of all devices and the date of the reports were the same: (B)(6) 2015. An attempt to update the date to the current date had failed. Investigations are required.